Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 5. See 1920664-2014-00226, 00228, 00229, 00230.

Event description:
The b+l representative reported the user facility had vitrectomy cutters that were not cutting during the procedure. They opened another pack and completed the surgery with no issues.